Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a tumescent infiltration pump. The customer states when you take your foot off the pedal, the wheels keep moving and the tumescent keeps delivering and does not stop. The clinician turned off the line. There was no impact or medical intervention for the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.